Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during procedure, when they began cementing t9, noticed cement leak posteriorly and injection was stopped. Levels implanted- t8/t9. It is also mentioned cement was used along with another vendors fenestrated screw. They mentioned there could be some extravasation and continued with the case, the remaining 3 screws were augmented and the remainder of the case was completed successfully. There was no malfunction of the cds system during use. Cement was mixed for 60-seconds. There was no delay in overall procedure time. There was no additional surgery or treatment performed as result of the event. Patient is alive and no injury.